Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone at unknown conc entration/dose via an implantable pump for non-malignant pain. The company representative (rep) stated patient's pump had been moving around in the pocket and flipping since implant last year. They planned to do a revision on it today. The company rep mentioned they were doing a pocket revision today and that pump had hydromorphone in it. The company rep inquired if drug could be left in the pump for longer than 6 months.